Manufacturer narrative:
Evaluation summary: this device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd module. In addition, we confirmed that the the angle wire hard to move; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Angulation levers hard to move. Blurry image, ccd defect. The time of event is unknown. There was no report of patient harm.